Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting, it was confirmed that the pump had been reset resolving the issue, and customer was able to resume interacting with the pump screen following the pump reset. There was no adverse impact to the customer's blood glucose level.